Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly the customer was using lyumjev brand insulin which is considered off label insulin. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resumed insulin therapy.